Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the touch screen is blank on start up. The customer reported the ventilator does not boot up. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr could confirm the reported event as no display was on screen. After replacing the touchscreen, the issue was resolved. The fsr performed the operational verification procedure and returned the device to service specifications.